Event description:
Boston scientific received information that the right ventricular (rv) lead perforated the apex of the heart. The physician performed surgical intervention and repositioned the same rv lead. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.